Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was given antibiotics over the course of several days to address the infection. The patient's scs system was later explanted because their white blood cell count was high. The infection resolved over time.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was given antibiotics over the course of several days to address the infection. The patient's scs system was later explanted because their white blood cell count was high. The infection resolved over time. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.